Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the consumer alleged that when the chair is charging, the consumer can smell a burning smell coming from the joystick. The dealer states he took the joystick apart, and he stated the white wires from the charger port are brown. The provider states the circuit breaker was melting the wiring harness on the top of the battery box due to getting hot. The provider states they put new batteries in the chair. The provider states the 1st night the end user had the chair, it randomly shut down.